Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('strong pelvic pain / acute pelvic pain') and device breakage ('remainders of the essure device inside my body (pet fibres and metallic pieces that were not removed during the first surgery)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced procedural pain ("procedure was very painful"). In 2010, the patient experienced vaginal haemorrhage ("frequent vaginal bleeding episodes / constant vaginal bleeding"). In (B)(6) 2016, the patient experienced complication of device removal ("pet fibres and metallic pieces that were not removed during the first surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("strong back pains / lower back pain"), headache ("strong and acute headaches"), dyspareunia ("cannot have sexual intercourse because pain is too great"), allergy to metals ("experienced several allergic reactions to metals"), menorrhagia ("hypermenorrhoea"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage ("cannot have sexual intercourse because of the heavy genital bleeding"), menstruation irregular ("menstrual periods are very irregular"), abnormal loss of weight ("lost 30 kilograms in 3 months"), spinal column injury ("lumbar vertebrae damage"), depression ("suffer emotional instability which has led me to a state of depression") and affect lability ("emotional instability"). The patient was treated with surgery (remove part of her fallopian tubes and uterus in order to extract the essure devices on (B)(6) 2016 and uterus was removed whole by means of a total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the device breakage, back pain, headache, procedural pain, allergy to metals, menorrhagia, menometrorrhagia, genital haemorrhage, vaginal haemorrhage, menstruation irregular, abnormal loss of weight, spinal column injury, depression, affect lability and complication of device removal outcome was unknown. The reporter considered abnormal loss of weight, affect lability, allergy to metals, back pain, complication of device removal, depression, device breakage, dyspareunia, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstruation irregular, pelvic pain, procedural pain, spinal column injury and vaginal haemorrhage to be related to essure. The reporter commented: on the days following the insertion, she experienced frequent vaginal bleeding episodes, which is why she visited the emergency department of hospital several times between the years 2010 and 2012. In 2012, she moved to (B)(6), the side effects continued and the (B)(6) physicians prescribed various therapies, which were not effective. The lower back pain intensified and the traumatologista after diagnosed her with lumbar vertebrae, he warned her about the possibility of ending up wheelchair-bound. She was 38-years-old when her uterus was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('strong pelvic pain / acute pelvic pain') and device breakage ('remainders of the essure device inside my body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced procedural pain ("procedure was very painful"). In 2010, the patient experienced vaginal haemorrhage ("frequent vaginal bleeding episodes / constant vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("strong back pains / lower back pain"), headache ("strong and acute headaches"), abnormal loss of weight ("lost 30 kilograms in 3 months"), spinal column injury ("lumbar vertebrae damage "), depression ("suffer emotional instability which has led me to a state of depression"), genital haemorrhage ("cannot have sexual intercourse because of the heavy genital bleeding"), menorrhagia ("hypermenorrhoea"), menometrorrhagia ("menometrorrhagia") and allergy to metals ("experienced several allergic reactions to metals"). The patient was treated with surgery (remove part of her fallopian tubes and uterus in order to extract the essure devices on (B)(6) 2016 and uterus was removed whole by means of a total hysterectomy on (B)(6) 2019). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain had not resolved and the device breakage, procedural pain, vaginal haemorrhage, back pain, headache, abnormal loss of weight, spinal column injury, depression, genital haemorrhage, menorrhagia, menometrorrhagia and allergy to metals outcome was unknown. The reporter considered abnormal loss of weight, allergy to metals, back pain, depression, device breakage, genital haemorrhage, headache, menometrorrhagia, menorrhagia, pelvic pain, procedural pain, spinal column injury and vaginal haemorrhage to be related to essure. The reporter commented: on the days following the insertion, she experienced frequent vaginal bleeding episodes, which is why she visited the emergency department of the hospital (B)(6) in (B)(6) several times between the years 2010 and 2012. In 2012, she moved to (B)(6), the side effects continued and the (B)(6) physicians prescribed various therapies, which were not effective. The lower back pain intensified and the traumatologist after diagnosed her with lumbar vertebrae, he warned her about the possibility of ending up wheelchair-bound. She was 38-years-old when her uterus was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("strong pelvic pain / acute pelvic pain") and device breakage ("remainders of the essure device inside my body (pet fibres and metallic pieces that were not removed during the first surgery)") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("pet fibres and metallic pieces that were not removed during the first surgery" in (B)(6) 2016). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, she experienced procedural pain ("procedure was very painful"). In 2010, she experienced vaginal haemorrhage ("frequent vaginal bleeding episodes / constant vaginal bleeding"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), back pain ("strong back pains / lower back pain"), headache ("strong and acute headaches"), dyspareunia ("cannot have sexual intercourse because pain is too great"), allergy to metals ("experienced several allergic reactions to metals"), heavy menstrual bleeding ("hypermenorrhoea"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage ("cannot have sexual intercourse because of the heavy genital bleeding"), menstruation irregular ("menstrual periods are very irregular"), abnormal loss of weight ("lost 30 kilograms in 3 months"), spinal column injury ("lumbar vertebrae damage"), depression ("suffer emotional instability which has led me to a state of depression") and affect lability ("emotional instability"). The patient was treated with surgery (remove part of her fallopian tubes and uterus in order to extract the essure devices on (B)(6) 2016 and uterus was removed whole by means of a total hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain had not resolved. The outcomes for device breakage, back pain, headache, procedural pain, allergy to metals, heavy menstrual bleeding, menometrorrhagia, genital haemorrhage, vaginal haemorrhage, menstruation irregular, abnormal loss of weight, spinal column injury, depression and affect lability were unknown. The reporter considered abnormal loss of weight, affect lability, allergy to metals, back pain, depression, device breakage, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, menometrorrhagia, menstruation irregular, pelvic pain, procedural pain, spinal column injury and vaginal haemorrhage to be related to essure administration. The reporter commented: on the days following the insertion, she experienced frequent vaginal bleeding episodes, which is why she visited the emergency department of hospital several times between the years 2010 and 2012. In 2012, she moved to germany, the side effects continued and the german physicians prescribed various therapies, which were not effective. The lower back pain intensified and the traumatologista after diagnosed her with lumbar vertebrae, he warned her about the possibility of ending up wheelchair-bound. She was 38-years-old when her uterus was removed. The postoperative visit required for this procedure was carried out, as well as the visit three months after insertion ((B)(6) 2010) and a radiological verification of the devices ((B)(6) 2010). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-apr-2023: reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('strong pelvic pain / acute pelvic pain') and device breakage ('remainders of the essure device inside my body (pet fibres and metallic pieces that were not removed during the first surgery)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced procedural pain ("procedure was very painful"). In 2010, the patient experienced vaginal haemorrhage ("frequent vaginal bleeding episodes / constant vaginal bleeding"). In (B)(6) 2016, the patient experienced complication of device removal ("pet fibres and metallic pieces that were not removed during the first surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("strong back pains / lower back pain"), headache ("strong and acute headaches"), dyspareunia ("cannot have sexual intercourse because pain is too great"), allergy to metals ("experienced several allergic reactions to metals"), menorrhagia ("hypermenorrhoea"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage ("cannot have sexual intercourse because of the heavy genital bleeding"), menstruation irregular ("menstrual periods are very irregular"), abnormal loss of weight ("lost 30 kilograms in 3 months"), spinal column injury ("lumbar vertebrae damage"), depression ("suffer emotional instability which has led me to a state of depression") and affect lability ("emotional instability"). The patient was treated with surgery (remove part of her fallopian tubes and uterus in order to extract the essure devices on (B)(6) 2016 and uterus was removed whole by means of a total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the device breakage, back pain, headache, procedural pain, allergy to metals, menorrhagia, menometrorrhagia, genital haemorrhage, vaginal haemorrhage, menstruation irregular, abnormal loss of weight, spinal column injury, depression, affect lability and complication of device removal outcome was unknown. The reporter considered abnormal loss of weight, affect lability, allergy to metals, back pain, complication of device removal, depression, device breakage, dyspareunia, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstruation irregular, pelvic pain, procedural pain, spinal column injury and vaginal haemorrhage to be related to essure. The reporter commented: on the days following the insertion, she experienced frequent vaginal bleeding episodes, which is why she visited the emergency department of hospital several times between the years 2010 and 2012. In 2012, she moved to germany, the side effects continued and the german physicians prescribed various therapies, which were not effective. The lower back pain intensified and the traumatologista after diagnosed her with lumbar vertebrae, he warned her about the possibility of ending up wheelchair-bound. She was 38-years-old when her uterus was removed. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # es-bayer-2020-248517 (medwatch 3500a MFR number 2951250-2020-15671) which will be deleted in bayer safety database after all information was transferred to this duplicate record # es-bayer-2020-248094 which will be retained. New: events were addd: affect lability, complication of device removal, dyspareunia, menstruation irregular. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('strong pelvic pain / acute pelvic pain') and device breakage ('remainders of the essure device inside my body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced procedural pain ("procedure was very painful"). In 2010, the patient experienced vaginal haemorrhage ("frequent vaginal bleeding episodes / constant vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("strong back pains / lower back pain"), headache ("strong and acute headaches"), spinal column injury ("lumbar vertebrae damage "), depression ("suffer emotional instability which has led me to a state of depression"), genital haemorrhage ("cannot have sexual intercourse because of the heavy genital bleeding"), menorrhagia ("hypermenorrhoea"), menometrorrhagia ("menometrorrhagia") and allergy to metals ("experienced several allergic reactions to metals") and was found to have weight decreased ("lost 30 kilograms in 3 months"). The patient was treated with surgery (remove part of her fallopian tubes and uterus in order to extract the essure devices on (B)(6) 2016 and uterus was removed whole by means of a total hysterectomy on (B)(6) 2019). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain had not resolved and the device breakage, procedural pain, vaginal haemorrhage, back pain, headache, weight decreased, spinal column injury, depression, genital haemorrhage, menorrhagia, menometrorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, back pain, depression, device breakage, genital haemorrhage, headache, menometrorrhagia, menorrhagia, pelvic pain, procedural pain, spinal column injury, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on the days following the insertion, she experienced frequent vaginal bleeding episodes, which is why she visited the emergency department of the hospital reina sofía in córdoba several times between the years 2010 and 2012. In 2012, she moved to germany, the side effects continued and the german physicians prescribed various therapies, which were not effective. The lower back pain intensified and the traumatologista after diagnosed her with lumbar vertebrae, he warned her about the possibility of ending up wheelchair-bound. She was (B)(6) years old when her uterus was removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.